Manufacturer narrative:
(B)(4). A portion of an infusion set was received for investigation. The product was evaluated and the customer's experience of tubing snapped in two pieces was verified. The two halves of the check valve were found separated. The check valve supplier concluded that the separation was due to an uneven weld; however, the cause of the uneven weld on the check valve could not be determined. The lot number was not identified. Review of the manufacturing database for a year period (one year prior to the notification date), for the reported model number and check valve part number, did not identify any quality issues for the reported failure mode during production build.

Event description:
Customer reported IV tubing spontaneously snapped in two at the point where the white disc meets a clear disc below the drip chamber but above the clamp which fits in the pump, for no apparent reason. The tubing contained a levophed drip. No pt harm reported. No additional info was available.